Manufacturer narrative:
Product complaint # (B)(4). It is unknown if either uppm or upps was used for the patient in this event.   To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure. What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? What was surgical approach (open, laparoscopic or other)? Were there any concomitant procedures performed? How was the lymphedema and swelling treated? If a surgical intervention was needed, please provide details. Was any abnormality of the device noted prior to, during or after the procedure? Product code and lot #. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an internal inguinal hernia on an unknown date in 2020 and the mesh was implanted. It was reported that the patient had lymphedema three weeks after the surgery in august last year. The patient was under follow-up at that moment, but lymphedema and swelling of legs were observed again in january this year. It was also reported that a re-operation for mesh removal is considered.